Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when running operation check (ops check), the heartstart mrx displayed a service required message. There was no patient involvement.